Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) 14.982 mg/ml hydromorphone 20 mg/ml via an implantable pump. It was reported that the patient was having a fusion with a physician and did not remember exactly when the procedure was, but the catheter was cut/pulled she was not sure of which during that procedure. The surgery was unrelated to medtronic device. The patient was not getting any pain relief so ¿today¿ the catheter was replaced with a new 8780. Action/intervention: the physician tried to aspirate the catheter which was unsuccessful. He tied the 8709 catheter off in the pocket. Once the catheter was in place anchored and connected to the pump, he was able to aspirate successfully. Outcome: the issue was resolved. The physician had no further information for medtronic. The patient was alive and no injury.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: indura; product ID: 8709 (unknown serial/lot); product type: 0184-catheter; implant date: (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.